Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response. Technical services (ts) suggested following up with ep/cardiology to confirmed to be af with rvr. At this time, no additional adverse patient effects have been reported. This product remains in-service. Additional information was received which indicated that, the patient received anti-tachycardia pacing (atp) and eleven inappropriate shocks due to atrial arrythmia. The device will be explanted due to normal battery depletion (nbd) during hospitalization. No additional adverse patient effects were reported.